Manufacturer narrative:
Batch review performed on 04 june 2024: lot 189534: (B)(4) items manufactured and released on 25-feb-2019. Expiration date: 2024-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional implants involved, batch review performed on 04 june 2024: gmk-revision 02.07.0683r revision fixed tibial tray cemented size 3 r (k123721) lot 1901732: 9 items manufactured and released on 08-july-2019 expiration date: 2024-07-02. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Gmk-revision 02.07.2405r femur revision ps size 5 r (k102437) lot 2007462: 9 items manufactured and released on 09-oct-2020. Expiration date: 2025-10-06. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient had a primary competitor knee surgery and came in due to signs of an infection. On (B)(6) 2021, the surgeon revised the competitor components and implanted an antibiotic spacer. The surgery was completed successfully. On (B)(6) 2021, the patient came in and had the antibiotic spacer removed and had gmk-revision components implanted. The surgery was completed successfully. Presently, on (B)(6) 2024, the patient came in reporting instability and the cause is unknown. The surgeon revised all components to hinge components. The surgery was completed successfully.